Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing where therapy was delayed for more than 60 seconds. Additional information received indicated that initially, the patient presented to clinic due to high pacing thresholds. During defibrillation threshold (dft) testing, undersensing was observed and the patient was required to be externally rescued. This ICD remains in service. No additional adverse patient effects were reported.